Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, at the beginning, the device would not open after closing on patient while sealing the ip ligaments, resulting in the device being stuck on patient's tissue. The surgeon was able to safely cut the ligament around the jaws to remove the instrument from the patient cavity. The surgeon did not know details about the knife blade as the jaws were still in the closed position. Another device was used successfully with the same generator. There was no patient injury.